Manufacturer narrative:
Results: the jetd was fractured approximately 113.0 cm from the hub. The device was ovalized approximately 125.5 cm and 134.0 ¿ 135.5 cm from the hub. Conclusions: evaluation of the returned jetd revealed ovalizations near the distal tip. This damage is likely a result of the reported prolapse into a branch artery during advancement. Further evaluation revealed a fracture on the returned device. This damage was not identified in the complaint and was likely incidental to the reported issue. The fracture may have occurred during handling post-procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing a penumbra system jetd reperfusion catheter (jetd) with a penumbra system 3max reperfusion catheter (3maxc), the jetd prolapsed into a branch artery and kinked; therefore, it was removed. The procedure was completed using a new jetd and the same 3maxc. There was no report of an adverse effect to the patient.